Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead had been "halfway pulled out of the epidural space". The patient was having the lead revised on the day of the report. It was reported that the surgeon was having trouble advancing the paddle. The anchors were removed using a "brain spatula". A cerebral spinal fluid (csf) lead was reported. Additionally, it was reported that the surgeon used the "passing elevator kit", but he was unable to advance the lead further into the epidural space. The lead was anchored in "nearly the same position" in which it was prior to the revision. The top half of the paddle lead was in the epidural space and the bottom half was out of the epidural space. Post operatively the patient was able to feel parasthesia using the top of the lead, but only in the patient's legs and not in her back. This was similar coverage to pre-operation. Additional information received reported that there was difficulty advancing the lead. It was stated that the surgeon could not advance the lead forward so he removed the lead completely from the epidural space. After removing the lead completely, the surgeon was using a "brain spatula" to try to open up the space enough to advance the lead forward. When the surgeon removed the lead, he saw a csf leak. It was noted that the surgeon did not see csf coming out of the incision or where the tract was, but when he put the "inserter" in deeper he saw a "rush" of fluid. Additional information received four days later reported that there were no further tests or interventions planned. The physician was not able to advance the paddle lead any farther than where it was pre-revision. The lead was "basically" put right back where it was. The patient received suboptimal therapy post-operation, with parasthesia in her legs, but not her low back. No devices were explanted.

Event description:
Additional information received reported that there was a loss of therapeutic effect. It was noted that it worked well for the patient when they were first implanted but it got to a point ¿where it was not helping anymore.¿ the patient noted that it ¿just stopped working¿ about the first of 2013. The patient had made several trips to meet with a manufacturing representative for adjustments but it still did not work. The healthcare professional (hcp) conducted an x-ray and it showed that the lead had moved. After that the patient had surgery with a different hcp and they tried to fix it but it did not work because the hcp ¿did not want to mess with it too much¿ as it was ¿right there by the patient¿s spine.¿ then, the patient had the device explanted.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n306799, implanted: (B)(6) 2012, product type accessory; product ID 3 7744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-p4, lot# n299089, implanted: (B)(6) 2012, product type accessory; product ID 8591-38, lot# d22976, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).